Manufacturer narrative:
(B)(4). G2 ¿ foreign ¿ germany. H3 ¿ other: device evaluation could not be performed as part# and lot# are unknown. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent revision surgery due to a ncb plate fracture. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
Upon reassessment of the event, it was found that there is a duplicate case. This event has been reported under MDR 0009613350-2023-00584.

Event description:
Upon reassessment of the event, it was found that there is a duplicate case. This event has been reported under MDR 0009613350-2023-00584.